Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Accidental needle stick occurred; user rinsed her finger with water but did not require medical treatment. Per procedure, user was tested for possible disease exposure. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).